Manufacturer narrative:
(B)(4). The valve was patent and passed siphon and reflux testing. The valve did not meet established specifications for pressure-flow and preimplantation testing at performance level 1.5, 0 cm hydrostatic pressure. All other pressure-flow results were within specifications. Proteinaceous debris was noted in the interior of the valve. Such debris can affect the valve mechanism, resulting in low pressure-flow results. The valve did not meet the requirements for leak testing due to a small pinhole in the silicone dome above the reservoir. It is unk how or when this damage occurred. The reported complaint for "no flow" could not be substantiated by laboratory personnel. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
Once the shunt was placed it would not flow proximally and distally.